Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to chronic infection and cholesteatoma. The patient was not reimplanted with another device.